Event description:
During an ercp procedure, 1" of wire was left in the bile duct. The retained portion was successfully extracted using a small basket device without harm to the pt. Because the hybrid wire was passed through a glow tip (gti) catheter (lot#1138524) and a cannulot0me (CT-30) was used (lot#1136692), it cannot be determined which product was defective. All three products were returned to the MFR.